Manufacturer narrative:
The lot code provided was for a product that contained u by kotex security. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that one u by kotex security super plus tampon string broke and the pledget fell apart. Not seen by a doctor.